Manufacturer narrative:
Data analysis: evaluation of the logs confirms the customer complaint of updating the date and time but the changes not persisting after a reboot. Device analysis: the console was returned. The coin cell battery that provides power to the rtc while the console is unpowered was tested with a multimeter and measured 0v. The failure of the aic to hold the correct date and time settings was due to a depleted rtc battery. D9 device returned to manufacturer date added g1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29700. G1 manufacturing site name, address, country, and fax number was erroneously entered on the initial manufacturer device report number 1220648-2025-29700. G2 report source; foreign was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29700.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, looking at the automated impella controller (aic) data, it was noticed that the aic date was not updated. The date was updated. The aic was turned off and then reactivated, but the date did not update. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.